Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that loose tip was observed before surgery. The procedure type and surgery details were unknown. There was no patient impact. This report pertains to the phacoemulsification tip involved in this reported event.